Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible infection. The complete implantable pulse generator (ipg) system was explanted and replaced on the right side the following week. No further patient complications have been reported as a result of this event.